Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h4, h6, h10. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent an initial right total hip replacement. Subsequently, the patient went to urgent care and was diagnosed with a uti and prescribed ciprofloxacin. At the patient¿s 1-year follow up appointment, severe pain and severe difficulties walking was reported. The patient was prescribed stretching and meloxicam for suspected greater trochanteric bursitis.

Manufacturer narrative:
(B)(4). D1: femoral stem avenir complete cementless collared high offset 12/14 taper size 2. D10: 30103606 36mm i.d. Size f neutral liner 65833256. 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 3156893. 010000664 g7 pps ltd acet shell 54f j7589221. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.